Event description:
The audio communication system for the intuitive davinci si robot is poorly designed. The microphone that enables the clinician at the robot control console to hear clinician at bedside requires a distance of less than 3 feet between person speaking and the microphone and also requires line of site. The microphone is attached to a tower with a large footprint, which is difficult to place in the ideal location. In our setup, the microphone is located behind the clinician at the bedside. The vendor will not support a solution for placing the microphone in a location where it can pick up the clinician at the bedside. Moreover, the microphone is open at all times such that sound coming out of the amplified speaker is picked up by the microphone, potentially creating audio feedback. An additional problem is that the second microphone inside the robot control console is triggered by the audio level of the clinician's voice. This design scheme causes chopping of the audio stream. There is no means for the user to remove the triggering. Finally, when the audio is routed through the processor for the robot, a delay is noted. The sound direct from the clinician at the console to the listener's ear arrives before the sound coming out of the amplified speaker.manufacturer response: the manufacturer has changed the hardware associated with the microphone and confirmed that the audio communication is performing according to their specifications. However, due to the constraints of the FDA regulatory clearance of the device and the lack of catalog items, the vendor is not willing or able to solve the audio communication problem.